Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led, an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The cannula was disengaged from the seal housing with lug damage that is consistent with counterclockwise twisting of the cannula. The connection site of the seal housing and the cannula displayed material deformation which indicates proper assembly. The condition of the instrument precludes functional testing. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the cannula separated from seal during insertion during lap sleeve. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.